Event description:
It was reported that during infusion of fluorouracil, the device exhibited an unspecified alarm but ¿then it stopped¿. The patient did not get the full dose. Continuous infusion rate 2.2ml/hour; reservoir volume 100ml; 58.7ml given and 41.3ml remaining; length of infusion 46 hours. The pump was turned off. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the explore. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D3: correction. D9: 24-apr-2025. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. Customer's reported problem pca dose button defective was duplicated. The customer's reported problem the patient did not get the full dose was not duplicated. Device delivered an average of +0.40% which is within specifications. The keypad will be replaced to fix the pca dose button issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.